Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was set at 1.5 and was leaking at higher pressures. According to the report, the patient experienced subdermal hematomas and was admitted to the hospital.

Manufacturer narrative:
Additional information received reported that following the implant of the device, the patient had bilateral subdural hematomas and there was a concern that the valve was malfunctioning. Reportedly, the patient underwent exploration, interrogation, and removal of the device on (B)(6) 2016. According to the report, the patient had been having ¿recurrent subdurals¿ that became larger as a result of the removal. It was stated the patient was getting bi-weekly cat scans to monitor their condition. The returned valve was patent. The valve met the requirements for siphon, and leak testing. However, the device did not meet requirements for reflux, pressure-flow, or pre-implantation testing. Proteinaceous debris was observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affect the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.